Event description:
The patient received her scs system on (B)(6) 2001. It was reported that the patient had intermittent stimulation. The transmitter showed a "connect antenna" message although the antenna had been reconnected. A replacement antenna and transmitter were unable to resolve the issue. Follow up on the patient found that the next course of action is undecided at this time; the patient is considering a replacement with an ipg. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.